Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain dreamstation humid. The manufacturer received information that the patient alleging nasal and throat infections. There was no report of medical intervention. The manufacturer was made aware of this complaint through a representative of the customer. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacture inspected externally observed contamination on the bottom of base and humidifier, between the units, along the flip-lid hinge, and in the bottom of the humidifier chamber. During internal investigation observed dust on and in the blower. Observed a dusty smoke (non-tobacco) odor. The manufacturer used a fitt (foam integrity test tool) and was able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found one error code. The manufacturer applied power to the device and verified airflow. The manufacturer concludes there was evidence of sound abatement foam degradation. The manufacturer observed dust contamination, and the manufacturer is unable to directly address the alleged symptoms.